Event description:
The customer contact reported that during testing at the user facility, a whitescreen error was noted. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, a whitescreen was noted. This was due to software error. This report represents all the info known by the reporter upon query by hospira personnel.